Manufacturer narrative:
(B)(4).. Concomitant products: guide wire: prowater; inflation: boston scientific. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a moderately tortuous, moderately calcified, left anterior descending artery (lad) stenting procedure, a prowater guide wire was advanced and a xience xpedition stent delivery system (sds) was advanced to the lesion without difficulty. A non-abbott inflation device was inflated with a 20 cc syringe and with inflation the hub of the sds came off the sds. The xience xpedition sds was removed without difficulty and another xience xpedition sds was used successfully with the same guide wire and same inflation device to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.